Manufacturer narrative:
Analysis were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to implanting a leadless pacemaker procedure. Reportedly, no suture was attached to the needle, on the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23fr sheath, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.